Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
Edwards received notification that a patient with a 27mm valve implanted in the aortic position underwent a valve-in-valve intervention after an unknown implant duration (but less than 7 years) for unknown reason. As reported, the patient deceased due to embolization of the tavi device. As per medical opinion, the 27mm valve did not cause or contributed to the patient's death. No more information was provided. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.